Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. The log file captured multiple driveline power fault alarms occurring on (B)(6) 2026 correlating to the system¿s power-a line. The driveline power fault alarm did not affect the controller's ability to support the system, and the modular cable and controller were observed to have been exchanged towards the end of the data. The returned modular cable (lot number 10227189) was observed to have traces of fluid ingress within its inline connector. The cable was tested alongside the returned system controller (evaluated separately), and atypical alarms were not reproduced. However, the observed fluid ingress within the modular cable could have correlated to the cause of the reported event. Available information for this event indicates that the alarms reoccurred after the modular cable and controller had been exchanged, suggesting that fluid ingress may have also affected the pump cable (evaluated separately), and a driveline cleaning was scheduled. The root cause of the fluid ingress within the modular cable was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 10227189, showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook instructs users to never submerge their equipment, including their modular cable, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient experienced a driveline power fault and went to the hospital. The alarm was cleared by ventricular assist device (vad) coordinator, however the alarm recurred. The modular cable was exchanged but the alarm didn't resolve. Exchanging the system controller resolved the alarm, and as of (B)(6) 2026, no alarms had recurred. Additional information indicated that one week after the system controller exchange, the alarm recurred. The patient went to the hospital with a cleaning procedure scheduled for (B)(6) 2026. It was later found during investigation there was fluid ingress in the inline connection of the modular cable, and by extension, potentially within the pump cable.